Event description:
Customer reported one patient had a false negative sars result. No confirmatory testing was completed, it is unknown if the patient was symptomatic. Customer used three mililiters of remel transport media (off-label use).

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine; off-label use of transport media. Source: phone.